Event description:
Hill-rom received a report from the hill-rom tech stating the nurse call would not work. The bed was located in the athens bed shop. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the communication cable pins were damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2008-2010 and 2012-2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the communication cable to resolve the issue. Based on the info, no further action is required.